Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient had a pre-existing high gradient greater than 87mmhg. During the procedure there was difficulty crossing the annulus due to the patient's high gradient. Pre-balloon aortic valvuloplasty (bav) was performed with an 18mm balloon. The delivery system was unable to cross due to extreme narrowing of the annulus. The delivery system was removed from the patient and replaced with a new delivery system. A second pre-bav was performed with a 20mm balloon. At this point the patient's mean gradient across the annulus was over 100mmhg. The patient's aortic valve angle was 48 degrees. The implant depth at 80% deployment was 3-5mm from the non-coronary cusp (ncc). Upon full deployment the valve migrated to an implant depth of 0mm from the ncc towards the aorta. The implant depth was determined to be acceptable and the patient was discharged. On (B)(6) 2025 the patient presented to the emergency room with reports of altered mental status and suspicion of vegetation on valve leaflets and aortic erosion, though this was not confirmed. The patient's blood culture tested positive for strep mutans bacteremia. The user believed the pressure at the annulus caused the device migration. The patient status was hospitalization.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of valve migration and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field indicated that the implant depth at 80% deployment was 3-5mm from the non-coronary cusp (ncc) however upon full deployment the valve migrated to an implant depth of 0mm from the ncc towards the aorta. Based on the information received, the reported events of endocarditis, and cognitive changes appear to be cascading effects of strep mutans bacteremia. However, the exact cause could not be conclusively determined. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer noted that ¿cine review. Narrative reviewed. Limited imaging was available; pre-procedural 3mensio and a recent admission CT were reviewed. According to the report, stent expansion was incomplete, and the valve migrated to a depth of 0mm. Post-dilation was not performed. The patient was discharged. The patient was readmitted in (B)(6) 2025 with bacteremia and possible endocarditis, although this diagnosis is not confirmed based on the available narrative. Imaging also demonstrated erosion near the top of the stent frame within the aorta, but no contrast extravasation beyond the aortic wall. The cause of death is unknown, and the site declined to provide further information.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve migration could not be conclusively determined. Based on the cine and medical review, the cause of the patient's death is unknown. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B2: death date was estimated.

Event description:
It was reported on (B)(6) 2024 a 25mm navitor vision valve was selected for implant. The patient had a pre-existing high gradient greater than 87mmhg. During the procedure there was difficulty crossing the annulus due to the patient's high gradient. Pre-balloon aortic valvuloplasty (bav) was performed with a non-abbott 18mm balloon. The delivery system was unable to cross due to extreme narrowing of the annulus. The delivery system was removed from the patient and replaced with a new delivery system. A second pre-bav was performed with a 20mm balloon. At this point the patient's mean gradient across the annulus was over 100mmhg. The patient's aortic valve angle was 48 degrees. The implant depth at 80% deployment was 3-5mm from the non-coronary cusp (ncc). Upon full deployment the valve migrated to an implant depth of 0mm from the ncc towards the aorta. The implant depth was determined to be acceptable and the patient was discharged. On (B)(6) 2025 the patient presented to the emergency room with reports of altered mental status and suspicion of vegetation on valve leaflets and aortic erosion, though this was not confirmed. The patient's blood culture tested positive for strep mutans bacteremia. Antibiotics was used to treat the strep mutans bacteremia. The user believed the pressure at the annulus caused the device migration. The patient had prolonged hospitalization for monitoring. On an unknown date the patient passed away.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient had a pre-existing high gradient greater than 87mmhg. During the procedure there was difficulty crossing the annulus due to the patient's high gradient. Pre-balloon aortic valvuloplasty (bav) was performed with a non-abbott 18mm balloon. The delivery system was unable to cross due to extreme narrowing of the annulus. The delivery system was removed from the patient and replaced with a new delivery system. A second pre-bav was performed with a 20mm balloon. At this point the patient's mean gradient across the annulus was over 100mmhg. The patient's aortic valve angle was 48 degrees. The implant depth at 80% deployment was 3-5mm from the non-coronary cusp (ncc). Upon full deployment the valve migrated to an implant depth of 0mm from the ncc towards the aorta. The implant depth was determined to be acceptable and the patient was discharged. On (B)(6) 2025 the patient presented to the emergency room with reports of altered mental status and suspicion of vegetation on valve leaflets and aortic erosion, though this was not confirmed. The patient's blood culture tested positive for strep mutans bacteremia. Antibiotics was used to treat the strep mutans bacteremia. The user believed the pressure at the annulus caused the device migration. The patient had prolonged hospitalization for monitoring. On an unknown date the patient passed away.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.